Event description:
Dealer stated that the wires on hand control are allegedly melted. Replacement order # (B)(4). No injury alleged.

Event description:
Dealer stated that the wires on hand control are allegedly melted. Replacement order #(B)(4). No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model bar600ivc, serial number/date code (B)(4) is approximately 9 months old. The owner's manual part number 1123842 rev h (apr-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model bar600ivc, serial number/date code (B)(4) is approximately 9 months old. The owner's manual part number 1123842 rev h (apr-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. (B)(4) - device evaluation completed. Condition of return: the pendant appears to be used and in poor condition. Result analysis: visual: the pendant was in poor condition. The cord was cut in several areas exposing the internal wires. One of the areas was covered with a bandage. The entire pendant was covered in dust. Functional: the pendant was not functionally tested due to the damage and the exposed internal wires. There was no evidence of melting. Conclusion: the pendant had severe damage to the cord. We are not able to determine the cause of the damage. The complaint documented the product used as a bar600ivc, serial #(B)(4). A review of this DHR was conducted with no issues found. The bed was produced and released (B)(4) 2011.